Event description:
The distributor contacted stryker to report that their device was providing audio prompts in the incorrect language. Without voice prompts in the correct language, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device to resolve the issue. Stryker determined that the customer received their devices as ordered with the primary language configured to japanese and the secondary language configured to english-international. The customer's changed this configuration via lifenet to modify the secondary language, english-international to english-us. When the language configuration change was implemented on the cr2 device, the configuration replaced the primary language, from japanese to english-us.

Event description:
The distributor contacted stryker to report that their device was providing audio prompts in the incorrect language. Without voice prompts in the correct language, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.